Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm 064 had been emitted by the pump more often than expected by the user. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.¿

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/13/2017 with the following findings: the black box and alarm history showed multiple cs 064 motor alarm. Call service alarms. During testing, the pump powered on with functional auditory and vibration alerts to a blank display screen. The battery compartment and the returned battery cap were undamaged and the battery cap was able to fit securely to the pump. The initial ¿call service alarm¿ complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and additional failures. (B)(4).